Event description:
A gastric band that had been implanted for over a year leaked and would not retain the saline that was injected for restriction. The leak was in the tubing about 10 cm from the band itself, which could not have been caused by the patient or the surgeon.